Manufacturer narrative:
B5 event description updated.

Event description:
The patient was enrolled in the champion af study in (B)(6) 2022 with patient identifier (B)(6). It was reported an embolism occurred. In (B)(6) 2022 a left atrial appendage (laa) closure procedure was successfully performed. Prior to index procedure aspirin was administered. A 24mm watchman flx laa closure device with delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 20mm. On the same day post implant procedure, an inguinal hematoma was noted. A compression bandage was applied for 24 hours. An open surgical suturing of the right femoral artery was then performed in response to the event. Six (6) days post index procedure the patient was discharged on aspirin and clopidogrel. In (B)(6) 2023 , the patient experienced atrial arrhythmias of insufficient rate control. In (B)(6) 2023 the patient was hospitalized with symptoms related to peripheral artery disease/systemic embolism. Magnetic resonance imaging (MRI) and angiography were performed. The patient underwent intervention of the popliteal artery and posterior tibial artery stenosis. Two days post admittance to the hospital the patient recovered and was discharged. The patient recovered and was discharged from the hospital. It was previously reported the patient was hospitalized due to peripheral artery disease/systemic embolism; it was further reported the hospitalization took place in (B)(6) 2023. When the patient was hospitalized in (B)(6) 2023 , the patient presented with severe stenosis of the common femoral artery at the ostium of the right superficial femoral artery with infected necrosis of the right second toe and erysipelas of the right lower leg. Instead of undergoing intervention of the popliteal artery and posterior tibial artery stenosis as previously reported, the patient underwent inguinal revision with thromboendarterectomy of the femoral bifurcation and patch plasty, placement of twelve (12) redon drain, and amputation of right second toe. In response to the erysipelas of the right lower leg the patient was administered empiric antibiotic therapy. It was further reported in (B)(6) 2023, the patient was hospitalized for atrial arrhythmias with insufficient rate control and underwent a cardiac ablation procedure.

Event description:
The patient was enrolled in the champion af study in (B)(6) 2022 with patient identifier (B)(6). It was reported an embolism occurred. In (B)(6) 2022 a left atrial appendage (laa) closure procedure was successfully performed. Prior to index procedure aspirin was administered. A 24mm watchman flx laa closure device with delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 20mm. On the same day post implant procedure, an inguinal hematoma was noted. A compression bandage was applied for 24 hours. An open surgical suturing of the right femoral artery was then performed in response to the event. Six (6) days post index procedure the patient was discharged on aspirin and clopidogrel. In (B)(6) 2023 the patient experienced atrial arrhythmias of insufficient rate control. In (B)(6) 2023 the patient was hospitalized with symptoms related to peripheral artery disease/systemic embolism. Magnetic resonance imaging (MRI) and angiography were performed. The patient underwent intervention of the popliteal artery and posterior tibial artery stenosis. Two days post admittance to the hospital the patient recovered and was discharged. The patient recovered and was discharged from the hospital. It was previously reported the patient was hospitalized due to peripheral artery disease/systemic embolism; it was further reported the hospitalization took place in (B)(6) 2023. When the patient was hospitalized in (B)(6) 2023, the patient presented with severe stenosis of the common femoral artery at the ostium of the right superficial femoral artery with infected necrosis of the right second toe and erysipelas of the right lower leg. Instead of undergoing intervention of the popliteal artery and posterior tibial artery stenosis as previously reported, the patient underwent inguinal revision with thromboendarterectomy of the femoral bifurcation and patch plasty, placement of twelve (12) redon drain, and amputation of right second toe. In response to the erysipelas of the right lower leg the patient was administered empiric antibiotic therapy.

Event description:
The patient was enrolled in the champion af study in (B)(6) 2022 with patient identifier (B)(6). It was reported an embolism occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed. Prior to index procedure aspirin was administered. A 24mm watchman flx laa closure device with delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 20mm. On the same day post implant procedure, an inguinal hematoma was noted. A compression bandage was applied for 24 hours. An open surgical suturing of the right femoral artery was then performed in response to the event. Six (6) days post index procedure the patient was discharged on aspirin and clopidogrel. In (B)(6) 2023, the patient experienced atrial arrhythmias of insufficient rate control. In (B)(6) 2023, the patient was hospitalized with symptoms related to peripheral artery disease/systemic embolism. Magnetic resonance imaging (MRI) and angiography were performed. The patient underwent intervention of the popliteal artery and posterior tibial artery stenosis. Two days post admittance to the hospital the patient recovered and was discharged. The patient recovered and was discharged from the hospital.